Manufacturer narrative:
All relevant device history records (dhrs) for the relay nbs plus (n2) thoracic stent-graft system (28-n238199342590s) with final assembly lot# b240424090, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2024. Ncr 19958 was opened following the initial endotoxin failures. The lab process was reviewed, additional units from the same manufacturing dates as the original units were collected and sent for retest. Retest was completed for 2x the relay pro sample. A total of 4 units were retested and passed below the lal limit =< 20 EU/device at 11.7, <10, 9.10, and <2.0. The ncr is not related to the reported failure. There were no reworks in relation to the device. The patient underwent a thoracic endovascular aortic repair (tevar) on (B)(6) 2025. A relay nbs plus (catalog # 28-n238199342590s) stent-graft was implanted to treat a thoracic aortic aneurysm. The event narrative indicated the proximal end of the stent-graft did not deploy normally and infolded at the inner curvature of the aortic arch during the proximal clasp release. A second stent-graft was implanted proximally to avoid dissection. No health damage was reported to the patient. A review of the device history records showed no issues related to the reported failure were found during the manufacture of the device. A pre-operative angiogram and an intraoperative angiogram image were provided. The CT imaging could not be provided due to hospital management policies and patient privacy concerns. A review of the pre-operative angiogram confirmed the thoracic aneurysm and showed some tortuous bending at the aortic arch. The intraoperative angiogram confirmed the relay nbs plus stent-graft infolded at the inner curvature of the aortic arch. Additional information provided by the case representative indicated the patient's blood pressure remained stable, within the standard range with pharmacological support, during the deployment of the stent-graft. The device could not be evaluated without the return of the delivery system. Without the CT imaging, the patient selection, the patient's vascular anatomy, and the graft size selection could not be evaluated to determine the root cause of the stent-graft infolding. In conclusion, a review of the device history records showed no issues related to the reported failure were found during the manufacture of the device. The root cause of the reported failure mode of infolding of the stent-graft could not be determined.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The operator used this batch of product to perform endovascular repair of thoracic aortic aneurysm on the patient. First by-pass surgery of lsa and lcca, blood pressure adjusted to 100 high pressure, and then using a 28-n238199342590s sg, positioning on the posterior edge of the innominate artery to begin release. When releasing the proximal of the stent, the small curved side of the stent cannot be opened normally, resulting in a back flip and causing the surgery to fail. Due to the small bending and side folding of the proximal end of the stent, there is a high risk of a-type dissection caused by reverse tearing of the vascular endothelium. Therefore, another sg was used to locate the innominate artery posterior edge for repair." Patient outcome: "the patient is stable, and there was not any health damages to the patient."